Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). Surgical intervention was taken on (B)(6) 2017 wherein the lead was repositioned. Reportedly, the patient condition is stable.

Event description:
Additional information received identified effective stimulation was restored postoperatively.